Event description:
Boston scientific received information that during a follow up out of range pacing impedances were noted on this right ventricular lead. An x-ray was performed which noted that this lead was fractured. A new lead was implanted. The explanted fractured lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a lead fracture. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported clinical observation were likely the result of the lead damage observed by the laboratory.